Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips field service engineer (fse) evaluated the device and confirmed that the network issue was caused by the network card. The fse replaced the network card along with updating the bios and full operating system to resolve the issue. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there was two separate network outages that caused the loss of communication. The device was in use at the time of the event. No adverse event occurred.